Manufacturer narrative:
Patient initials are (B)(6). Patient weight is unknown. Exact date of symptom onset and device breakage is unknown; however, the issues were reported/discovered in early (B)(6) 2016. This report is for one (1) unknown 4.5mm cortical screw. Without a valid part and lot number, the UDI is not available. The complainant part is not expected to be returned for manufacturer review/investigation. As specific part and lot numbers for the complainant screw were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a periprosthetic, subtrochanteric fracture procedure with a total knee stem revision on (B)(6) 2015. During a follow up visit in (B)(6) 2016, the patient complained of pain. An x-ray image identified that the proximal third portion of the plate had broken at the screw hole junction. The screw present in that hole had also broken. It was further noted that the patient had developed a nonunion. As a result, the patient returned to the operating room for revision on (B)(6) 2016. All of the original hardware was easily removed without incident. The patient was revised to a long 10-hole dynamic hip system plate and 75mm screw. There was no surgical delay or additional medical intervention required. This report is for one (1) unknown 4.5mm cortical screw. This report is 2 of 2 for (B)(4).